Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that during the implant attempt, the physician inserted the right ventricular lead into the patient's right ventricle. The lead measurements were not acceptable. The doctor retracted the helix and moved the lead to a new location in the right ventricle, but the helix would not extend. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.